Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was unable to open, and maintenance required. The customer reported issue occurred during dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was unable to open, and maintenance required. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) inspected the station and identified a broken spring on the solenoid plunger. Fse replaced the spring and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.